Event description:
It was reported that the programmer displayed an error message after installation and that the settings were not displayed in the japanese language. The programmer was returned for service. It was requested that software be reloaded and the programmer tested. It was indicated on the return paperwork that there were no patient complications reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer had us software loaded last time. Program button broke loose. (B)(4) not able to interroge using the rf (radio frequency) head; uplink tests are out of specification; rf head cable found out of electrical specification.